Manufacturer narrative:
Efforts to obtain additional event details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received five inappropriate shocks for what appeared to be atrial fibrillation with rapid ventricular response. Prior to the fifth shock, the patient went into a short run of paroxysmal ventricular tachycardia and the shock escalated the arrhythmia to ventricular fibrillation. Intermittent undersensing was then observed and five more shocks were delivered. The final shock successfully converted the patient. A subsequent revision procedure was performed and this electrode and associated subcutaneous cardioverter implantable defibrillator were removed from service. A transvenous implantable cardioverter defibrillator was implanted. No additional adverse patient effects were reported.